Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient has been in the hospital 4 times during the month of january, with the latest stay from (B)(6) 2014. Blood glucose (bg) was over 600 mg/dl. Patient was in a "diabetic coma" for 4 days; doesn't know how or who brought her to the hospital. Patient was treated with an IV insulin drip, IV dextrose 50, normal saline and remained on her insulin pump until 2 days ago when the hospital physician doctor took the pump off, stating that it is malfunctioning and the patient should call animas and request a replacement. Patient¿s medical history also includes bipolar disorder l with psychotic features, panic and anxiety attacks, adhd, asthma, and heat strokes in (B)(6) 2013. Concomitant medications include albuterol, flovent, lantus, zofran, norvasc, prestiq, levothyroxine, depakote, mitrazapine, protonix and adderall. Patient reports that her health care provider(hcp) has been constantly adjusting basal rates and other settings also trying to get her bg levels under control, and then asked to review the pump with customer support (cs) patient stated battery is going dead and she cannot afford new batteries. Time and date needed to be corrected in the pump due to the battery being out for 2 days: patient corrected this. Basal rates, advanced bolus settings all programmed correctly. No associated alarms noted in alarm history, no cancelled boluses, confirmed basal delivery was appropriate, and tdd was accurate when comparing to basal and bolus history and settings. Patient changes her site every 3 days and has not noticed a bent cannula; has a lot of scar tissue that she tries to avoid when inserting ifs. Insulin isn't cloudy, a new vial was opened just prior to this last hospital stay. Current bg level is 323mg/dl. Patient is currently off of the pump on lantus injections, per discharge instructions. Cs advised patient that no issue was found with the pump but it will be replaced per hcp request. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident and because the patient experienced hyperglycemia.